Event description:
It was reordered that the drive support cap of the insulin pump was loose and the insulin pump had alarmed an error. The customer's exact blood glucose was unknown, but the caller stated that it was low, below 3 mmol/l. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.